Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via safety retrospective aggregate report collected for 40 patients that post-op, 4 symptomatic cement extravasation cases were observed. Among these cases, 3 cases were reported to have recovered/resolved.